Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastric by laparoscopy procedure, the green load only cut and didn't staple simultaneously. According to the medical report, he performed the firing of the second green load but there was no stapling of gastric tissues. It was necessary a new stapling to complete the procedure. There were no adverse consequences for the patient.